Event description:
It was reported to covidien (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that there was a break in arterial lumen at the y junction. The catheter was implanted in the patient for 2 years and 4 months. The catheter was pulled and replaced on (B)(6) 2014.

Event description:
The returned product sample consisted of one palindrome sapphire 23/40kt vt catheter. The possible causes were identified. No lot number was provided, therefore, it is not possible to perform a DHR review. Visual inspection was performed and a hole was found on the joint of the catheter below the hub. During underwater test (functional test) bubbles were detected; they were coming out below the hub, from the lumen which corresponds to the arterial extension. The lumen related to the venous extension did not show bubbles during the test. This defect has been confirmed. Based on the available information, the probable root cause can be considered most likely as misuse (leak could be caused due to over bending or excessive force). No additional action is required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure, manufacturing performs 100% pressure testing at the final stage of production, which would identify a leak in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.